Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was more than 400 mg/dl. Customer was treated with manual injection or insulin pen for high blood glucose. Customer stated symptoms related to high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of incident. Customer stated that the insulin pump was not working properly and alleged under delivery. The insulin pump will be returned for the analysis.